Event description:
Reportedly, the physician noted that seal cycle seemed to prematurely ending and giving possible false end tone resulting in inadequate sealing/bleeding. They also heard a beep from the scd pump that coincided with the ls seal/end tones. It seemd to be in inadequate seal due to a false end-tone. Blood loss did occur due to the fact that the surgery was converted from laparoscopic to open and irrigation was used during the abdominal surgery. The assisting surgery personnel tested the instrument and generator on the specimen and indicated that it seemed to be functioning normally. Procedure: hysterectomy.